Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was reported the patient experienced withdrawal. An x-ray was performed and it was believed that the catheter was disconnected from the connector. A revision was being done. The pump was delivering morphine.